Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device turns off without any audible or visual alarm. It also automatically turns on and the display gets frozen. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. The device obtained readings and was found to visually and audibly alarm during alarm conditions. No errors or unexpected shutdowns recorded in the log. When the device is on battery power, the home button is functional. When the ac power is connected the device randomly boots and shuts down without pressing the power button, and the home button would not return the screen to the home menu. An internal inspection of the device was conducted and the voltage of the home and power keys pass testing on battery power, but fails on ac. Contaminant was observed along the bottom edge of the u11 supervisor chip on the instrument board which causes the device to disable the battery charging. When ac power is connected the device does not recognize the home button being pressed and the device randomly boots and shuts down without pressing the power button. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.